Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited oversensing. Noise was reproducible with isometrics. The device was reprogrammed which resolved the issue.